Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation as the device is still in vivo. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the revision surgery the device broke and could not be explanted.

Manufacturer narrative:
DHR review: he device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: lag screw notches broken event description: on dec 29th, 2017 during the removal of the implant the end of the lag screw¿s tip fractured, which caused that the internal fixation could not be removed. Review of received data: x-rays (the x-ray 1 is before first operation, the x-ray 2 after first operation and the x-ray 3 is after second operation). X-rays are attached. No intra-operative x-ray is available. The lag screw was broken during the removal surgery. No statement for lag screw breakage during the surgery can be made based on the x-rays. Device analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: - the removal of the lag screw is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique 97-2493-002-00. "To remove the lag screw it is not necessary that the set screw is completely removed. Turn the set screw two turns backwards and make sure that the set screw is still engaged in the threads of the nail. It is recommended to use the lag screw cannula as guidance for the lag screw inserter while removing the lag screw. Assemble the lag screw inserter through the lag screw cannula into the lag screw. Use the compression device to push the lag screw cannula to the bone. Make sure the lag screw inserter is fully seated. Hand tighten the lag screw inserter with the 3.5mm hex screwdriver. If a secondary option is needed to remove the lag screw, the cm lag screw extraction device ref 00-2490-090-12 can be used. To use the cm lag screw extraction device, align its axis with the axis of the cm lag screw that is being explanted. The conical thread of the cm lag screw extraction device should then be engaged and rotated in a counter-clockwise motion into the exposed lateral threads of the cm lag screw that is being explanted. The rotation direction is counter-clockwise as the cm lag screw extraction device utilizes reverse-cutting flutes to enable mating to the cm lag screw. While rotating, a constant axial force must be applied to maintain the tool driving into the cm lag screw thread. While continuing to rotate the cm lag screw extraction device counter-clockwise, the cm lag screw that is being explanted will unseat from the bone and can be removed". - review of biocompatibility specification doc nr. 120083 rev. 3. In accordance with iso 10993-1 (2009) the zimmer natural nail system - cephalomedullary nail (cmn) is categorized as "implantable devices" with "tissue/bone" contact for more than 30 days (c - permanent). Biocompatibility evaluation aims to assure that the implanted device does not induce any kind of unexpected body reaction during the life time of the implant. For the biocompatibility evaluation of the zimmer natural nail system - cephalomedullary nail (cmn) we followed the guidelines of the iso 10993-1. Root cause analysis: root cause determination using sap rmw : - lag screw damaged or tap stripping connection due to users apply much/not enough forces to tight the lag screwinserter and the lag screw leading to damage of lag screw or tap stripping => possible, it is most possible that the user did not fully connect the inserter with the lag screw. Conclusion: it was reported that the tab of the lag screw broke off during removal of the znn system. Revision was not possible. The device was not returned for investigation. The correct removal of the lag screw is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique 97-2493-002-00. There are possible causes for the breakage of the lag screw tabs during the removal of the znn nailing system: ¿ if the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which lead to a fracture of this section. ¿ excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which makes high forces needed to remove the screw in a removal case. The in vivo time is unknown. ¿ pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance). However, based on the given information and the results of the investigation, a specific root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available supplemental medwatch 3500a will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the revision surgery the device broke and could not be explanted. That caused a surgery delay of 60 minutes. In a second surgery it was tried with an instrument manufactured not by zimmer biomet to explant the device, however was unsuccessful.